Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent damage was noted. When the physician prepared for the procedure, it appeared that the 2.5x24mm taxus drug-eluting stent was damaged. The stent was not used inside the pt and the procedure was completed with another of the same device. There were no pt complications and the pt's current condition is listed as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records shows that the device met material, assembly and product specifications. The most probable root cause is determined to be handling damage.